Manufacturer narrative:
EXEMPTION NUMBER E2016006, NUMBER OF DEATH EVENTS 3. COLUMN A INDICATES WHETHER AN EVENT IS A ¿NEW EVENT OR FOLLOW-UP¿. COLUMNS M AND N ASSOCIATE A DEVICE WITH THE EVENT TYPE (E.G. IT IS CONSIDERED MOST APPROPRIATE TO ASSIGN AN EVENT OF ¿MAJOR VASCULAR COMPLICATION¿ TO A SHEATH, RATHER THAN THE SAPIEN VALVE).  ASSOCIATED DEVICE INFORMATION IS NOT INCLUDED IN THE DATA RECEIVED FROM THE REGISTRY; THE PRODUCTS WERE ASSIGNED BY EDWARDS BASED ON STANDARD KITTING AND THE ¿IMPLANT APPROACH¿ FIELD AVAILABLE IN THE REGISTRY.  ALTHOUGH THE DEVICES WERE ENTERED AS SAPIEN VALVES, IT IS BELIEVED THE DEVICES WERE ENTERED IN ERROR.  THIS IS DUE TO THE FACT THAT AT THE TIME OF IMPLANT, THERE WERE NO SAPIEN VALVES AVAILABLE FOR IMPLANT WITH USEABLE SHELF LIFE.

Event description:
THV/TVT REGISTRY ALTERNATIVE SUMMARY REPORT (ASR) ADVERSE EVENT SUBMISSION FOR FEBRUARY 2018 DATA EXTRACT FOR DEATH FOR THE SAPIEN VALVE.

Manufacturer narrative:
SUPPLEMENTAL REPORT TO ATTACH SPREADSHEET.

Event description:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;4492953,I,D,0,Edwards SAPIEN,9000TFX26,2993;4492953,I,D,0,Edwards SAPIEN,9000TFX26,3190;4492953,I,D,0,Edwards SAPIEN,9000TFX26,2993